Event description:
The customer reported false positive beta human chorionic gonadotropin (bhcg) result, above the normal reference interval, for one patient, involving unicel dxi 800 access immunoassay system. Subsequent testing produced lower results, within the normal reference interval. Additional testing of the patient sample on an alternate access 2 immunoassay system produced a higher result, above the normal reference range. The erroneous result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse performed successful system checks and high sensitivity system checks service assays and reported no issues with the system. The fse reported beta human chorionic gonadotrophin (bhcg) assay precision test passed within label claims. The fse noted the patient sample was a short draw. All system results were within specification. The unit conformed to the manufacturer's performance specifications.